Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Health professional reported capsular contracture "(baker grade iii : breast is hard and deformed, but without pain)". This record is for the right side. Device was explanted.